Event description:
At 10:12pm the customer received a blood glucose reading of 463mg/dl on the contour next link. She did not have symptoms, but took a total of 5 units of novalog at intervals of approximately 2 unit doses. After she received the first two units she started feeling shaky and had heart palpitations. She retested at 10:50pm and the reading was 73mg/dl. At midnight her reading was 43mg/dl. She was shaking and sweating profusely. She ate a spoonful of honey, ate a piece of candy and drank 10 oz. Of iced coffee. At 2:00am on (B)(6) 2017, her blood glucose was 103mg/dl and she felt better. The customer returned the test strips for evaluation. New meter and strips were sent to her.